Event description:
It was reported that the patient presented for implant procedure. During the procedure the passive fixation was damaged in sheath. Another lead was used to complete the procedure. The patient was stable.